Event description:
Gastrectomy. Cs33 dlu was fired. Upon removal, a few staples were malformed and a leak was observed on the back wall of the jejunum. Manual over-sewing was done to correct condition.

Manufacturer narrative:
Summary: according to report, after firing cs33 few staples were malformed and there was a leakage on back wall of the jejunum. Upon analysis cs33 was attached to flexshaft and unit calibrated, opened, closed into firing range and staples formation was acceptable. Customer complaint was not duplicated.